Manufacturer narrative:
On 15-dec-2016 product investigation results: reporter returned 2 toothbrush heads on 30-sep-2016. The toothbrush heads were identified as oral-b power oral care refill cross action on 16-nov-2016. Toothbrush heads confirmed to be counterfeit on 15-dec-2016.

Event description:
Toothbrush head loose in mouth with 2 small metal parts; second brush broke. No adverse event. Product counterfeit. Case description: a consumer, age and gender unspecified, reported via letter received 30-sep-2016 that after brushing twice, the oral-b power oral care refill was loose in his or her mouth with 2 small metal parts, and a second brush broke today. The reporter stated the "broken one and the last one" would be sent to the company. The toothbrush heads had been purchased on (B)(6) 2016. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 16-nov-2016 update: product returned by consumer on 30-sep-2016 identified to be an oral-b power oral care refill cross action.

Manufacturer narrative:
Reporter returned a toothbrush head on (B)(6) 2016.

Event description:
Toothbrush head loose in mouth with 2 small metal parts; second brush broke [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via letter received (B)(6) 2016 that after brushing twice, the (B)(6) power oral care refill was loose in his or her mouth with 2 small metal parts, and a second brush broke today. The reporter stated the "broken one and the last one" would be sent to the company. The toothbrush heads had been purchased on (B)(6) 2016. No symptoms developed. Concomitant product: (B)(6) rechargeable toothbrush, version unknown.